Event description:
It was reported that a biliary stent implanted in the mid sfa, allegedly fractured and an induced symptomatic stenosis. The stent was placed less than six months ago. The physician relined the stent with another stent. The patient is not asymptomatic.

Manufacturer narrative:
The device history records were not reviewed, as the lot number is unknown. The stent remains implanted, therefore, no sample evaluation could be done. The event is currently under investigation.